Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. (B)(4).

Event description:
A health care provider (hcp) and a consumer reported the patient previously got (B)(6) in the pocket site because the hcp continued to replace the ins and use the same pocket location. The patient's indication for use is movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.